Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. The issue was noted to be likely due to a network issue with the site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system disconnects from the wifi during patient download. The issue does not occur on different systems. The network technician could not find anything wrong in the network related to the system.

Manufacturer narrative:
A software analysis was initiated. Analysis was inconclusive based no the information provided. If information is provided in the future, a supplemental report will be issued.